Event description:
It was reported the pt received inadequate pain relief x-rays revealed lead migration. The pt was scheduled for a lead revision. No further info is available at his time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.